Manufacturer narrative:
This report was the result of a historic review based on company internal corrective & preventive action (B)(4).

Event description:
Healthcare provider reported patient had lasik on (B)(6) 2019, presented day 6 with keratitis - monitored daily until resolved. No lift done. Patient is doing well and 20/20. Healthcare provider to send in microkeratome system for evaluation, did not save disposable head ref. 19336/130.